Event description:
The initial report was that the pathfinder sleek handle rod holder, tips did not meet up when closed. Additional information received on 05/20/2009 via telephone. The sales representative reported that during surgery, the surgeon was using the rod holder and was squeezing it extra hard when the holder scissored and bent. The surgeon used another instrument in the kit to finish the case. There was no surgical delay. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Review of the device history records indicate the part met specification. Visual examination of the returned instrument indicates the instrument scissored due to wear from normal use.